Manufacturer narrative:
Additional info: event date. The customer's report that primary tubing set leaked was not confirmed. Visual inspection showed no anomalies. Functional testing showed no anomalies. Dimensional analysis of the primary set's male luer component was measured to be within iso specification. The root cause of the customer's report was not identified. The device history record for model 2433-0007 lot 19096973 shows the set was manufactured on 30sep2019 with a total of 4,583 units built. There were no quality notifications issued during the production build of this set.

Event description:
It was reported from the hoi med surgical floor that a primary tubing set leaked. There was no report of harm to the patient or any medical professional.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported from the hoi med surgical floor that a primary tubing set leaked. There was no report of harm to the patient or any medical professional.